Event description:
It was reported that hour glass/no readings/sensor error in status box was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient ate a light dinner and after dinner her bg (blood glucose) went low, and she lost consciousness at approximately 8:00 pm. The patient¿s husband attributed the loss of consciousness to a lack of carbohydrate at the meal. There were no cgm (continuous glucose monitor) alarms, alerts, or bg values at the event. He gave her apple juice to drink and her bg level increased. No medical intervention by a health professional occurred. Five to six hours later there was a sensor error, with a ¿wait up to 3 hours,¿ message, then two hours later at 04:30 am on (B)(6) 2023, the sensor failed. At the time of the failure her husband was monitoring the bg using a glucometer, the bg finger stick value was 120 mg/dl, and the patient was in stable condition. The sensor was replaced on (B)(6) 2023 at 6:55 am. No other patient or event details were provided. No medical intervention by a health professional occurred. Data was provided for investigation. The problem of or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.